Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm spi to motor pic communication error. Customer stated that there are some spi to motor pic communication error alarms in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump was monitored with multiple basal rates. The pump functioned properly. No communication error alarm was noted during testing or in the pump history. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current tests were normal. The pump was received with a cracked reservoir tube lip.